Event description:
The customer contact reported a crack in the secondary clave port of the tubing set; subsequently, a leak was noted. The primary plumset was connected to the pt's IV access and was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. The customer contact reported that the male adapter of a secondary tubing set was connected to the clave secondary port of the primary plumset for a piggyback delivery of an unspecified concentration of orencia. It was reported that after the nurse started the secondary delivery, the medication was noted to be dripping faster from the secondary solution container than expected. The tubing of the secondary tubing set was clamped. At this time, a crack in the semi-rigid adapter of the clave secondary port was noted; subsequently, 5-10 ml of solution leaked from the crack in the semi-rigid adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Through requested, no additional info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified possible lot number (plots). A device from possible lot number 290835h was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.